Event description:
Corail amt stem fracture. Functional disability. Hip revision left side.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.